Event description:
Ous MDR - after an implantation time of about 6 months, an increase in the atrial pacing threshold was reported. Pacing was not successful. The pacemaker was reprogrammed to vdd mode. The lead is still actively implanted and is used for sensing. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there was no indication of a manufacturing error.